Manufacturer narrative:
The revolution unit was not returned to sorin group (B)(4) for evaluation. Sorin group (B)(4) manufactures the centrifugal blood pump. (B)(4). Sorin group received a report that, when the packaging was opened, a hair was found between the product and the packaging of a sterile revolution pump. There was no patient involvement. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. As the was not returned for investigation and no photographs have been provided, the root cause of this problem could not be identified. The rate of occurrence of this type of issue is extremely low. Hair caps in sorin group (B)(4) manufacturing areas have recently been optimized. This centrifugal blood pump was manufactured before the implementation of the new hair cap. Sorin group (B)(4) will continue to monitor the market for trends.

Event description:
Sorin group received a report that, when the packaging was opened, a hair was found between the product and the packaging of a sterile revolution pump. There was no patient involvement.